Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -7.0 into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The surgeon reports "the main reason for the patient's arch height was too large which required a second operation. However, the patient wanted to be treated with astigmatism, so he chose astigmatism crystal surgery for the second time."